Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was hospitalized in (B)(6) 2018, and underwent internal reduction and fixation of right femoral neck fracture. The operation was smooth and the postoperative recovery was good. In (B)(6) 2018, patient presented with hip pain, and photographed in the hospital showed: necrosis of the right femoral head. Revision surgery was required. After removal of internal fixation on an unknown date, joint debridement and total hip arthroplasty for right femoral head necrosis, the patient recovered well. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, part: 04.227.080, lot: 9164879, manufacturing site: grenchen, release to warehouse date: (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Updated data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.